Event description:
Litigation papers allege: patient suffered aches and pain in his left hip, snapping in his left hip, stiffness and difficulty with activities of daily living, and elevated levels of chormium and cobalt by blood tests dated (B)(6), 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient suffered aches and pain in his left hip, snapping in his left hip, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood tests dated (B)(6) 2011, and (B)(6) 2011. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.